Event description:
As reported by the user facility: event 1: detailed inquiry description: account reports ail alarms during patient infusion. Alarms occurred in administration of chemo and administration of ns. Lines were taken out, lines flicked, and tubing reset yet the alarms persisted, and new lines needed to be strung by pharmacy. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples with open packages and three used samples without packages were returned for evaluation. All samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned samples. Samples were also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.150in which meets the specification of 0.150-0.154 inches. Due to this complaint and other confirmed complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.